Event description:
Paramedics responded to a person described as unconscious and down for a long time. The device was connected to the pt and the device was analyzed and advised 3 countershocks that the operator administered. The pt was not resuscitated. The operator indicated the device should not have advised a shock to the pt. The rptr based their opinion on the operator's statement that the pt was "long dead". The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability.